Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp pump placed to support a patient admitted in with a st elevated myocardial infarction and other underlying cardiac and systemic comorbidities. The pump was malpositioned within the chordae/papillary. The attempted pump repositioning failed and the pump lost left ventricle positioning and was removed. The patient was stable post-explant, and no other device was placed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related.